Event description:
Balloon pump was alarming for gas leak. Nurse changed balloon pump console with another balloon pump console. No hemodynamic changes in patient noted by nurse, no injury to patient. Biomed department checked both units and they were mechanically sound and cleared to use. Appears to have been either a patient or setup issue.